Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 2.500, bupivacaine [7.5 mg/ml] at a dose of 1.8752, and clonidine [50 mcg/ml] at a dose of 12.501 via intrathecal drug delivery pump. It was reported that the hcp believed that the pump was overinfusing because the reservoir had gone prematurely empty. The pump was replaced, and it was noted that the issue had resolved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.